Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was particals found in blower. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.